Manufacturer narrative:
The reported events of inability to interrogate and backup operation were confirmed. The reported event of therapy delivered to incorrect body area was not confirmed due to lack of data and information. As received, the device was in backup operation which could not be recovered. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, and results indicated elevated current drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with their pacemaker in backup vvi mode. Patient then presented to the clinic where the device failed to interrogate. Patient also exhibited extracardiac stimulation. All communication options were exhausted. Patient was sent to the emergency room where they underwent a generator change. Patient was stable after the procedure.

Manufacturer narrative:
The reported events of inability to interrogate and backup operation were confirmed. The reported event of therapy delivered to incorrect body area was not confirmed due to lack of data and information. As received, the device was in backup operation which could not be recovered. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, and results indicated elevated current drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.